Event description:
Opposite side panel could not be detected if it was unlatched because panel will stay vertical and not fall down. Door panel will stay vertical even if it is unlatched and the hood is lowered. Remediation from a recall notice was to place a cryptic sticker on the panel beside the latch. This particular bed however was purchased with this sticker already in place. Baby fell to floor on opposite side of bed from caregiver and suffered a skull fracture.